Event description:
It was reported that a large volume infusor experienced no flow. There was no patient involvement. Additional information was requested and is not available. This medical device report is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured between october 13, 2012 to october 15, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned; a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.